Manufacturer narrative:
A supplemental MDR is being submitted for correction and includes additional information based on investigation. The following sections of this report have been corrected/updated: h6 (device code, type of investigation, investigation findings, investigation conclusions) and h10 (provide narrative/data). The device was not returned to edwards lifesciences for evaluation as it remains implanted. As a result, no visual inspection, functional testing, or dimensional analysis could be performed. In addition, no imagery was provided for evaluation. A device history record (DHR) review was performed and did not reveal any manufacturing nonconformance issues that would have contributed to the event. The instructions for use (IFU)/training manuals were reviewed for guidance/instruction involving the valve and delivery system usage. Per the IFU/training manuals, transvalvular leak is a potential risk associated with the use of the valve, delivery system, and/or accessories. Central aortic regurgitation is also a risk associated with post-dilation. The IFU/training manuals also precautions to not overinflate the deployment balloon in order to maintain proper valve leaflet coaptation. Based on the review of the IFU/training manuals, no deficiencies were identified. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The event for deployed valve exhibiting central regurgitation was unable to be confirmed. A review of the DHR provided no indication that a manufacturing nonconformance would have contributed to the event. A review of the IFU/training materials revealed no deficiencies. During the manufacturing process, all sapien 3 ultra resilia valves are 100% visually inspected for defects and 100% tested for proper coaptation under physiological backpressure conditions prior to release for distribution. Therefore, it is highly unlikely that a manufacturing defect or device malfunction contributed to the event. Per the instructions for use (IFU), central regurgitation is a potential adverse event associated with bioprosthetic heart valves and the transcatheter aortic valve replacement (tavr) procedure. As reported, "during the transfemoral transcatheter aortic valve replacement (tavr) procedure of a 20 mm sapien 3 ultra resilia valve inside a pre-existing edwards surgical valve, moderate central aortic insufficiency (ai) was observed. This was observed after the valve was implanted and post-surgical valve fracture of the pre-existing surgical valve." In addition, it was noted that the physician decided to implant a 20 mm sapien 3 ultra resilia valve with intent to fracture the surgical valve. In this case, post-dilation was performed after the valve was implanted to fracture the pre-existing surgical valve, which could over-expand the valve and over stretch the leaflets resulting in suboptimal leaflets coaptation with central regurgitation. Per the training manual, central regurgitation is an associated risk of post-dilation. As such, available information suggests that procedural factors (post-dilation to fracture pre-existing surgical valve) may have contributed to the event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No product risk assessment (pra) nor corrective or preventative actions are required.

Manufacturer narrative:
The investigation is ongoing. H3 other text : device remains implanted.

Event description:
As reported by the field clinical specialist (fcs), during the transfemoral transcatheter aortic valve replacement (tavr) procedure of a 20 mm sapien 3 ultra resilia valve inside a pre-existing edwards surgical valve, moderate central aortic insufficiency (ai) was observed. This was observed after the valve was implanted and post-surgical valve fracture of the pre-existing surgical valve. A decision was then made to implant a 23 mm sapien 3 ultra resilia valve inside the 20 mm sapien 3 ultra resilia valve (valve in valve in valve). Post valve deployment of the 23 mm sapien 3 ultra resilia valve, there was no leak observed.